Event description:
Philips received a complaint by the customer on the v60 indicating that a proximal pressure sensor autozero failure occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that a proximal pressure sensor autozero failure occurred. The biomed and remote service engineer (rse) performed a troubleshoot together. The biomed and rse confirmed the error code had occurred. The rse reviewed the suggested repairs for a proximal pressure sensor autozero failure and advised the replacement of solenoids 3 and 4. The biomed later informed the rse that they are going to retire the v60 and be taken out of service with no repair. The biomed informed the rse that they are going to retire the v60 and be taken out of service with no repair. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.